Event description:
It was reported the rhino-laryngo videoscope was unknowingly used on a patient with creutzfeldt-jakob disease. The issue occurred during reprocessing; the device was cleaned with oer-4. There were no reports of patient harm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
The issue occurred during an undisclosed diagnostic procedure that was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1, g2. Additional information added to field b5, d8, g3 and h6. G3- correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was jul 28, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, the scope which had been used for the relevant patient was used for other patients more than 20 times and infection to other patients has not been confirmed. The cause of the suggested event was likely due to the handling methods of the customer. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: 5.2 precautions: warning. With the cleaning, disinfection and sterilization methods stated in this instruction manual, prions, which are considered to be the pathogenic substance of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated. When using this instrument on a patient with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use this product for such patient only and/or immediately dispose of this product after use in an appropriate manner. For methods to handle cjd, please follow the respective guidelines in your country. Olympus will continue to monitor field performance for this device.